Event description:
Particulate was seen coming from this phacoemuslification handpiece during a cataract extraction procedure on 9/25/96. There have been many other cases of particulate during phaco surgeries, too many to remember. No handpieces will be returned for eval.